Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 (mg/dl). The infusion site was changed and injections administered to address bg levels. During troubleshooting with tandem technical support, air bubbles were noted to be in the tubing. The contact was guided through priming and filling the tubing to remove bubbles.